Manufacturer narrative:
The MFR was unable to conduct an investigation of the device because, it was not returned by the hospital. A review of the device history record revealed the device met applicable specifications. Based on the info available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. However, the pt's system controller belonging was returned for eval. The system controller was connected to the equipment in the MFR's lab and functioned as intended. The log files were reviewed and no events were found which could be conclusively linked to the reported event. No further info is available at this time. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that on (B)(6) 2010, the pt was pronounced dead. The pt's wife stated that after the pt came from the bathroom, he felt faint, and then passed out. At that time, the pt looked as though he was having hard time breathing. The pt had previously experienced pulmonary effusions and renal issues. The vad coordinator was not aware of any alarms that occurred. An autopsy was not scheduled and the pt is to be cremated. Approx 1 week later, add'l info was rec'd from the MFR's clinical rep stating that the aicd showed that the pt had ventricular fibrillation during the time of the event.